Event description:
Baxter asia reports leakage of povidone iodine due to a cracked minicap. The crack was noted on the side of the minicap, approx one third of the side length. No pt injury or medical intervention reported.